Event description:
A patient reported issues with their pump, noting that the charge level was inconsistent and fluctuated from 50% to 100%, and the wake button was not always functioning properly. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting and follow-up on the issue.